Event description:
It was reported that the basket on the ptd separated from the catheter during use in a gortex loop connecting the cephalic veins to the brachial artery. A snare was used to remove the basket and there were no patient complications.